Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule, baker grade iii¿ and ¿valve area: valve delaminated from shell.¿

Event description:
Healthcare provider reported exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare provider noted right side "revision". Healthcare provider reported ¿observations made during surgery of ¿unknown¿ and ¿mild calcification of capsule, baker grade iii¿ and ¿valve area: valve delaminated from shell¿ and ¿valve entrapped in capsule¿. This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional noted "revision". Healthcare professional later reported ¿observations made during surgery of ¿unknown¿ and ¿mild calcification of capsule baker grade iii¿ and ¿valve area: valve delaminated from shell¿ and ¿valve entrapped in capsule¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ delamination: not observed. ¿ calcification: observed. As per the investigation procedure, creases and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, e1, h3, h6.